Manufacturer narrative:
The device has not been received. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal section of the pipeline flex was unable to open. The device was attempted to be recaptured, but these attempts failed. Less than 50% of the pipeline had been deployed when it failed to open. The device was deployed on a bend. The ped was attempted to be re-sheathed more than 2 times. The ped and the marksman were both removed from the patient. This event occurred during the treatment of left internal carotid artery (ica), it was unruptured, saccular, with a max diameter of 17mm, neck of 10mm, and a landing zone of 7mm distally and 7mm proximally. The anatomy was severe. No patient injury occurred. All the devices were used and prepared per the IFU. The patient was on dapt.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal end of the pipeline flex braid appeared not opened due to damaged braid. The proximal end of the pipeline flex braid was found fully opened with moderately frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end was confirmed. The distal end of the pipeline flex braid appeared not opened due to damaged braid. In addition, the proximal end of the braid was found fully opened with moderately frayed. It was reported that the patient¿s vessel tortuosity was severe, and the device was deployed on the bend. Furthermore, the device was re-sheathed more than two times. It is possible that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a bend. The damage to the braid on the ends of the pipeline flex is likely the results of the customer re-sheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.